Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient fell in (B)(6) of 2019. The patient was unable to communicate with the ins using the recharger or programmer. The patient last charged and felt stimulation about 5 days prior to the report. The patient was directed to follow up with the hcp. No further complications were reported.